Event description:
Customer reported that the insulin pump had a button error alarm occur. After trouble shooting, the customer was told that the insulin pump will be replaced. No blood glucose level was reported. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed button error due to moisture damage on keypad traces. The device was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.